Event description:
It was reported that during a clinical study a pt experienced dyspnea due to fluid overload following the irrigation with the navistar thermocool catheter. The medical intervention required was increase of anti-hypertensive therapy. Pt's hospitalization was extended for 1 day.

Manufacturer narrative:
Fluid overload following the use of the navistar thermocool catheter is listed as an anticipated adverse event in the IFU for this catheter. Other biosense webster device used during this procedure was: carto xp system: serial no. Was unk.